Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized with low blood glucose of 40 mg/dl. Customer's blood glucose was 172 mg/dl at the time of the call. Customer declined high blood glucose troubleshooting and indicated that they would call back when they are released from the hospital. No further details provided.